Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patients partner contacted lifescan (lfs) (B)(4), alleging that the patients onetouch verio 2 meter was reading inaccurately high compared to another meter (accu-chek aviva). The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that she first noticed the alleged meter inaccuracy issue on (B)(6) 2016, but is unsure when it began. The reporter stated that the patient manages her diabetes with insulin (self-adjuster). On (B)(6) 2016 at approximately 9pm, the patient obtained a blood glucose result of 23mg d/l, in response to this reading she administered around 22 units of insulin. At 3am on (B)(6) 2016, she awoke with symptoms of cold sweating and dizziness, which she associated with symptoms of hypoglycemia. In response to the symptoms the reporter stated that the patient immediately consumed some sugar. They later (unknown time) compared the patients meter to another meter (accu-chek aviva) and obtained 16.5 mmol/l on the subject meter and 12.6 mmol/l on the other meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs criteria for accuracy. During troubleshooting, the csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open past their discard date and had not expired. The meter unit of measure was confirmed as accurate and the sample site used for testing confirmed as correct. The csr noted that the patient did not have control solution available to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.